Event description:
Paramedics administered two countershocks to a person diagnosed in ventricular fibrillation. When a third shock was attempted, the defibrillator allegedly stopped charging and displayed the message connect electrodes. The operator allegedly observed that one of electrode wires had melted open. The operator connected the standard external paddles and administered 6 additional shocks to the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on the immediate use of the standard paddles.